Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
As per engineering observation during the per-decontamination, pannus was observed on thv leaflets and one leaflet was stiff due to pannus. The 26mm sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection revealed the following: the valve was inside a non-edwards surgical valve, host/pannus like tissue growth around the non-edwards valve, host/pannus like tissue growth on the outflow aspect of the thv, host/pannus like tissue growth at all three commissures, and there was no host/pannus like tissue growth on the inflow aspect of the thv. Functional or dimensional testing was performed due to the condition of the valve (valve in valve). The complaint was confirmed through visual inspection. The following manufacturing mitigation's are in place at edwards lifesciences to ensure all sapien 3 valves meet the valve specification: the adequacy of thv valve coaptation and valve appearance are 100% inspected before and after valve holder attachment and prior to final packaging, 100% visual inspection is performed at preliminary packaging.   These manufacturing inspections support that it is unlikely that a manufacturing nonconformance contributed to the reported complaint. The serial number (lot number) was not provided and a device history record (DHR) or a lot history review could not be performed. A review of complaint history for sapien 3 (all sizes) from may 2018 to april 2019 revealed no other returned complaints. A review of complaint history reveals that the occurrence rates did not exceed the april 2019 control limits for this trend category. The IFU for commander delivery system was reviewed for indications, precautions and potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. No IFU/training deficiencies were identified. Based on the visual observation of returned sample, the complaint was confirmed, but no manufacturing non-conformities were identified during evaluation. A review of complaint history and manufacturing mitigation's revealed no indication that a manufacturing non-conformance contributed to the complaint. The growth of host/pannus tissue on the valve may have impaired the valve performance. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue in-growth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, the exact root cause of the formation of the host/pannus tissue was unknown.

Manufacturer narrative:
Investigation is ongoing.

Event description:
As reported by our (B)(6) affiliate, a 26mm sapien 3 valve ¿failed¿ in a non-edwards bioprosthesis valve; therefore, the both valves were explanted and a surgical valve was implanted.